Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information reseating diss air filter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to diss air filter.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had air leakage. There was no patient harm. Manufacturer's ref (B)(4).